Manufacturer narrative:
(B)(4). The lot / serial number was not provided by the customer. Therefore, the device manufacture date is unknown.

Event description:
It was reported that during prior to patient use testing, the pilot balloon on a tracheal tube did not deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The tracheal tube was returned for investigation. An inflation deflation test was performed and the cuff was found to deflate immediately. A visual inspection was conducted and found a tear in the cuff. The reported complaint was confirmed. The manufacturing controls were reviewed and found acceptable to identify the reported malfunction.